Event description:
It was reported by service report that the nurse call was not working properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Call button, bed controls locked.